Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg frequently and was unable to charge it beyond two bars. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.